Event description:
New information noted the implantable cardioverter defibrillator (ICD) continued to exhibit post-paced t-wave oversensing (pptwos). Programming changes were discussed; no changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were discussed; no changes or interventions were reported. The patient condition was unknown.